Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump generated repeated cartridge alarms during use, and customer was unable to successfully load cartridge and continue insulin delivery despite following guidance. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to use multiple daily injections as backup insulin therapy, to place pump in storage mode, to return pump using provided label, and to set up and reconnect replacement pump with existing settings and continuous glucose monitor once received, and pump replacement was arranged under warranty.